Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook endoscopy quicksilver bipolar coagulation probe. The prove was advanced through the endoscope. The tip of the probe broke off inside the endoscope. The probe and endoscope were removed form the pt, and a new endoscope and probe was used to complete the procedure. The tip of the probe remained in the first endoscope used and was later retrieved during the cleaning process. Nothing had to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: breakage of the probe tip can occur if the distal end of the endoscope is deflected more than 15 degrees during use of the probe. The instructions for use includes the following warning: "do not pass the probe through an endoscope whose distal end is deflected at an angle more than approx 15 degrees." Tip breakage can occur if the tip of the device comes into contact with a hard surface. Prior to distribution, all quicksilver bipolar coagulation probes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.